Manufacturer narrative:
The gambro polyflux 210 h dialyzer used in the pt dialysis treatment was not available for investigation. The involved lot number is unk. Gambro could neither perform a lot history record check nor a complaint history file check as the lot number is unk.

Event description:
Approx 20 minutes into treatment, the pt complained of pain and burning in the center of his chest, upper abdomen, neck and throat. His blood pressure was 130/70 mmhg. Treatment was stopped and blood work drawn and an ECG was performed which showed depression of the st segment. Treatment was discontinued without returning the blood to the pt and the pt was hospitalized. The pt's diagnosis was not provided. The lab work provided shows an elevated ldh and a mild increase in hgb. The pt has a cardiac history with an mi and cardiac stents in 2008 and it was reported the pt was to undergo cardiac stent placement during this hospitalization. The analyzer in use at the time of this event was discarded and not available for analysis.